Manufacturer narrative:
The field service engineer determined there was an issue with the reagent probe. The customer replaced the reagent probe and performed a probe check. The customer ran calibration and controls; these recovered within range. The last total protein calibration occurring on (B)(6) 2020 was ok and there were no alarms. The last creatinine calibration occurring on (B)(6) 2020 was ok and there were no alarms. Total protein and creatinine quality controls were within range, showing no indication of a reagent performance issue. Sample centrifugation speed was higher than recommended and centrifugation time was shorter than recommended. Upon review of the alarm trace, a reagent probe up/down error was observed. Multiple probe aspiration errors were also present following the probe up/down error. The investigation determined that the reagent probe replacement resolved the issue. The customer was able to continue operation without further issues after the reagent probe replacement.

Event description:
The initial reporter stated they initially received a reagent probe up/down error on the cobas 6000 c (501) module on (B)(6) 2020. The reporter stated they performed a reset and went back into operation. After running samples, qc was performed and multiple assays failed qc. They also had issues with some assays failing calibrations. A standby pack for one reagent had issues with control recovery. The customer inspected a reagent probe, but it did not appear to be bent or damaged. The reporter stated they received discrepant results for 12 patient samples. Results for the following assays were affected: tp2 total protein gen.2 and crej2 creatinine jaffé gen.2. The samples were initially tested between 14-oct-2020 and 15-oct-2020 and the initial values were reported outside of the laboratory. Patient sample 11 was initially tested on 15-oct-2020. The samples were repeated and the repeat values were believed to be correct. Corrected reports were issued. =the total protein reagent lot number was 47999501, with an expiration date of 31-aug-2021. The creatinine reagent lot number was 47624401, with an expiration date of 31-jan-2022.